Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on investigation, the pump powered on with functional vibratory and auditory operations. The display screen remained blank and did not display the verify screen on start up. The pump was opened for investigation and revealed the display screen to be cracked. Complete and adequate testing for the reported power issue was unable to be completed due to the blank screen.

Manufacturer narrative:
Investigational findings reported on supplemental follow up #1 were incorrect for this case. The correct investigation findings are as follows: (B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed power on resets recorded. On examination, there was no damage to the battery compartment or the battery cap that was returned with the pump for investigation. The battery cap was examined and found to be within specifications and was able to be properly attached to the pump. On testing, the pump was exercised for 24 hours with no malfunction noted. The pump was opened for investigation and there was no damage, defect or contamination noted to the interior pump components. The power complaint was verified in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(4) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. Use error can be considered as a contributory factor to this issue, as the battery cap had not been changed in 7-12 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.